Manufacturer narrative:
Patient information: patient 1: ID (B)(6), female, (B)(6) years old. Patient 2: ID (B)(6), female, (B)(6) years old .patient 3: ID (B)(6), female, (B)(6) years old. This report is being filed on an international product list 08k25-25, that has a similar product distributed in the us list 08k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated intact pth results for three patients tested on architect i2000sr analyzer serial number (B)(4). No adverse impact to patient management was reported. Patient 1: result of 68.0 pg/ml reported on (B)(6) 2018. The sample tested at 45.7 pg/ml on a different architect analyzer. Patient 2: result of 167.3 pg/ml reported on (B)(6) 2018. The sample tested at 63.1 pg/ml on a different architect analyzer. Patient 3: result of 115.8 pg/ml reported on (B)(6) 2018. The sample tested at 55.4 pg/ml on a different architect analyzer.

Manufacturer narrative:
No customer returns were available. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.